Manufacturer narrative:
Corrected section g.4.

Event description:
N/a

Manufacturer narrative:
Analysis: the returned device was decontaminated and evaluated to determine the cause of the complaint. The details provided indicate that the balloon was ruptured on one of the fixation barbs of the medtronic endograft. Upon pressurizing the balloon with a 20cc insufflator a gross leak was noticed in the proximal balloon transition zone. The site of the leakage appears to be punctured confirming that the balloon was punctured by the medtronic endograft fixation barbs as described in the complaint details. There were no other signs of damage and the stent was in perfect condition and still in its original crimped position between the two radiopaque marker bands. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Verification of the stent length post deployment (foreshortening). Verification of stent diameter post deployment (recoil). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the device history records indicates that this lot of catheters passed all quality and performance requirements. As the failure mode related to this complaint was catheter leak or burst a review of the burst testing data was reviewed. The lowest burst pressure value of the balloon upon 20 samples tested was 19.7 atm. The requirement is that the balloon catheter must be able to withstand 12 atm of pressure as the labeled burst pressure of the product in question is 12 atm. This lot of catheter exceeded this requirement. Conclusion: based on the review of the complaint details and the investigation into the physical product it is clear that the balloon came in contact with one of the fixation barbs of the medtronic endograft used in the case as described in the reported complaint details.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that prior to the stent being deployed, the stent popped.

Event description:
N/a.